Manufacturer narrative:
The device was tested by draeger service technician without findings. The logs were downloaded and submitted for further analysis. The described symptom was not reproducible and the log file analysis shows no ventilator fail entry on the date of event. The log shows that the unit failed the system test with a leak >350ml/min prior to use. A pneumatic leakage will cause a reduced tidal volume (in volume controlled ventilation). The fabius is equipped with integrated volume-monitoring. If the delivered minute volume (frequency multiplied by tidal volume) is less then set/expected, a visible and audible alarm will be generated depending on the alarm limits adjusted by the user. Neither the on-site tests nor the log analysis confirmed a failure of the ventilator.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator stopped during a case. There was no injury reported.